Manufacturer narrative:
Investigation summary bd received 14 samples and one photo for investigation. The customer photo does not show the reported defect. The 14 customer samples underwent functional tests for proper activation and were visually inspected for bent IV cannulas and needle breakage during use. All samples passed the tests with no issues or defects observed. Additionally, 10 retained samples were subjected to similar functional tests and visual inspections for bent IV cannulas. All retained samples passed without any defects noted. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: breaks off and defective locking mechanism. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle, the safety mechanism and needle broke off of the unit. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle, the safety mechanism and needle broke off of the unit. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.